Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibration from their device and contacted their clinician. It was noted that the patient¿s device could not be read or interrogated using a radio frequency (rf) or inductive transmitter. The patient was brought into clinic, but interrogation was still unsuccessful. Premature battery depletion was suspected. The device was explanted and replaced. The patient was discharged.

Manufacturer narrative:
As received, the device did not communicate. A battery performance alert (bpa) was present though the date could not be confirmed. The cause of the no communication was found to be due to premature depletion. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.